Event description:
It was reported that the t:slim x2 pump battery would not charge, and the charging connection was unstable despite efforts to remedy the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy